Event description:
Patient brought to the operating room to have a fractured smartport removed and replaced.======================manufacturer response for smartport CT-injectable port, smart port CT (per site reporter).======================manufacturer provided rga# for product return evaluation.